Event description:
It was reported the patient's devices were "not working well at all." It was stated, the patient had been in "crisis mode for the past 3 months". The patient had been in the hospital from (B)(6) 2012. It was further stated, the cause for the patient's issues was due to the "devices not operating properly." Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Product ID, 377775 lot# v008543, implanted: 2007 (B)(6), product type lead product ID, 377760 lot# v012045, implanted: 2007 (B)(6), product type lead product ID, 377745 lot# v010660, implanted: 2007 (B)(6), product type lead product ID, 377745 lot# v010634, implanted: 2007 (B)(6), product type lead product ID, 37742 lot# serial# (B)(4), implanted: 2007 (B)(6), product type programmer, patient product ID 3708140 lot# serial# (B)(4), implanted: 2007 (B)(6), product type extension product ID, 3708140 lot# serial# (B)(4), implanted: 2007 (B)(6), product type extension product ID, 3708140 lot# serial# (B)(4), implanted: 2007 (B)(6), product type extension product ID, 3708140 lot# serial# (B)(4), implanted: 2007 (B)(6), product type extension. (B)(4).